Event description:
Seven days post subarachnoid hemorrhage, angiogram performed revealed the devices used to treat the aneurysm. There is interval development of mild angiographic vasospasm in the left anterior circulation most notably involving the distal a1 segment and the anterior communicating artery. There appears to have been slight distal migration of the proximal end of the pt's previously placed enterprise stent, such that the proximal end of the stent is closed to the left a1/a2 junction. No change in position of the coil mass. There is substantial filling of the aneurysm dome including the daughter sac at the apex of the dome through the coil mass again indicating suboptimal occlusion of the aneurysm. Also noted during the procedure was lack of flow in the left femoral artery at the conclusion of the initial embolization procedure. During the procedure, vasospasm was noted at the stented site that was treated with verapamil 5mg. Additional coils were placed and the final angiogram showed some leakage of contrast into the aneurysm dome consistent with a subtotal occlusion, however, there is no further filling of the daughter sac at the apex, and the degree of filling is substantially less than previously. The aneurysm is much more tightly packed with coils, and no distal emboli were demonstrated. Good antigrade flow, the anterior communicating artery remained patent, and there is partial, non-sustained cross filling of the right anterior cerebral artery on the left carotid artery. During this procedure, it was noted that there was lack of flow in the left femoral artery at the conclusion of the initial embolization procedure.

Manufacturer narrative:
This pt who suffers from spina-bifida and nicotine dependence was admitted with a severe headache that started 4 hours prior to arriving in the ER. A CT revealed an intracranial hemorrhage, and was transferred to a neighboring hospital for treatment. The procedure was performed under anesthesia. A 6french sheath was inserted in the left and right femoral artery. There was severe tortuosity in the cervical left internal carotid artery. Initial findings demonstrated a broad neck 4-5mm in diameter aneurysm arising from the left side of the anterior communicating artery at the left a1-a2 junction. There is a 1 or perhaps slightly greater than 1mm in kit pointing superiorly from the superior aspect of the dome of the aneurysm that likely ruptured. There is also a filing defect in the inferior-medial aspect of the aneurysm probably representing clot. The pt was heparinized. A microcatheter was shaped and advanced over the microwire into the aneurysm. Hand-injected microcatheter angiogram demonstrated a small vessel arising from either base of the aneurysm or the proximal anterior communicating artery of the left a1 or a2 segment near the base of the aneurysm. This vessel is positioned fairly anterior and parallels the left a2 proper. The initial non-cordis coil was placed in the aneurysm that moved slightly after deployment, and when inserting the second non-cordis coil, one loop prolapsed into the left a2 segment. This coil was stable and there was no alteration of flow. The enterprise stent (enf451412) was inserted to stabilize the coil that prolapsed. However, an attempt to insert the microcatheter across the a1-a2 junction was unsuccessful. It was unclear whether this was because of the presence of the second microcatheter in the a1 or because of the tortuosity of the vessel. The attempt to stent the vessel at this was aborted in order to maintain aneurysm access. Additional coils were placed in the aneurysm, and angiograms were done prior to detachment of the 4th and 6th coils. These angiograms demonstrated good position of these coils. There was no further encroachment by the coil mass in the left a1 lateral junction. Angiograms were performed following detachment of the last coil and removal of the microcatheter from the aneurysm. The dome was fairly loosely packed; this was certainly related to the width of the aneurysm neck. However, the physician was unable to place additional coils and no further attempts were made. There remained a coil loop prolapsed in the left a1 segment. A microcatheter was passed across the left a1-a2 junction and an enterprise vrd and delivery (enf451412) device was positioned across the left a1-a2 junction and deployed. An angiogram done post stent deployment showed no appreciable shift in the prolapsed loop coil. There does remain some filling of the aneurysm dome. The aneurysm was 70% occluded. Notably, the daughter sac at the apex of the aneurysm no longer fills. The anterior communicating artery remains widely patent. Findings from the study also revealed two aneurysms. There is a 6-8mm in diameter which arises at the level of the major bifurcation of the m1 segment of the right middle cerebral artery into anterior and posterior divisions. This aneurysm has broad neck which incorporates both divisional origins. This dome is smooth and the aneurysm is unruptured. The second aneurysm arises from the left side of the aca and is round, directly superiorly, 4-5mm in diameter and has a small, 1mm tilt on its superior surface of its dome. This is the ruptured aneurysm, and no other aneurysms were noted. The pt's cerebral vascular anatomy was abnormal with the pt's known hydrocephalus. The pericallosal arteries were displaced superiorly. The cortex was thinned diffusely. This appearance was most noticeable in the distribution of the posterior cerebral arteries. The common carotid bifurcations and vertebral artery origins were well seen to be widely patent. The left anterior communicating artery had a filling defect on its inferomedial surface suggesting a clot within the dome at this level. The aneurysm had a fairly broad neck aneurysm, but is amendable to coiling although this may be difficult. Additional info will be submitted within 30 days of receipt.